Event description:
It was reported that over-sensing noise was noted on the right ventricular (rv) lead. A review of an x-ray revealed rv lead dislodgement. The rv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of lead dislodgement and noise was not confirmed. As received, a complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue. The full helix extension length was measured within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were noted except for procedural damage.